Event description:
It was reported that this implantable pacemaker recorded pacemaker mediated tachycardia (pmt) episodes and technical services (ts) was contacted for advice on how to reduce the pmt. Ts advised to perform a retrograde conduction test and further recommendations were provided. It was also noted that atrail undersensing was observed during some atrial tachy response (atr) episodes and it was advised to adjust the atrial sensitivity. The device remains in service. No adverse patient effects were reported.